Event description:
Debilitating health; breast is nola to ruptured, replaced them and have breast implant illness. Anxiety, fatigue, insomnia, choking, brain fog, memory loss, muscle weakness, joint pain, hair loss, dry skin, sinus infection, ringing ears, temperature intolerance, mood swings, depression, headaches, sensitivity to light and sound, night sweats, shortness of breath, weight gain, inflammation. FDA safety report ID# (B)(4).